Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had a blank display after the customer got out of the shower. The screen had flashed and then went off. The blood glucose reading was 75 mg/dl. The customer declined troubleshooting for low blood glucose. The insulin pump was not dropped or bumped and showed no signs of physical damage. The insulin pump had been submerged in pool water. The self test could not be performed. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm during testing was noted. Unable to perform all functional testing, including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the buttons not responding. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor or battery tube assembly noted during visual inspection. No blank display was noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a corroded battery tube and cracked battery tube threads.